Event description:
The customer states that a patient sample generated a falsely positive total bhcg result of 265 miu/ml on (B)(6) 2010. A negative result of <3 miu/ml was obtained from the same sample upon repeat testing. Negative results were also obtained when testing another sample from this patient on (B)(6) 2010. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.